Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was <8.0/4.7 in 2006 and 7.2/4.2 on thirteen days earlier. The dr held the pt's coumadin for two days. The reporter declined product replacement.